Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm the explanted device were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening low back and leg pain following an ipg explant procedure. (MFR report #: 3006630150-2018-01537). The patient underwent a lead replacement procedure and was implanted with new ipg. The patient was doing well postoperatively.